Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process, after which no error code was displayed again. The caller successfully started their sensor session.